Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: in the information provided, though laboratory values presented in elevated ranges, there was no indication this patient experienced an adverse event or serious injury related to the abnormal laboratory values. Additionally; medical intervention for this event included changing the hemofilter, yet it was inferred this exchange was done to normalize laboratory values with no indication this exchange was to reverse any harmful effects of the suspected clogging. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported to fresenius via a manufacturer incident report (mir) that a patient on continuous renal replacement therapy (crrt) on the multifiltratepro with the ultraflux av 1000s dialyzer experienced abnormal lab values following a suspected clogging of the ultraflux av 1000s dialyzer. The patient's estimated blood loss volume due to the suspected clogging was unknown. Further review of the mir revealed that the local fresenius medical care organization received a report this patient was suffering from septic shock and fournier gangrene developed multi-organ dysfunction with acute kidney injury (aki) that required crrt utilizing the multifilteratepro with the ultraflux av 1000s. Crrt was successful for two days. However; a clogging event was suspected within the multifiltratepro system on (B)(6) 2021. Resulting in abnormal lab values. Hypernatremia was present at the initiation of crrt with serum sodium levels at 146 meq/l and stabilized to 147-149 meg/l once clogging was suspected. It was stated the patient experienced acidosis based on a bicarbonate (hco3-) of 17.9 mmol/l at the initiation of therapy yet the blood ph and carbon dioxide content in arterial blood were not reported. The patient¿s hco3- was quickly corrected with crrt but stabilized between 29-30 mmol/l once clogging was suspected. Serum ionized calcium was within acceptable limits with a tendency to hypocalcemia through the treatment. Upon treatment initiation and around the time the hemofilter was exchanged, values of 130-133 mmol/l were measured. No sample is expected to be returned for evaluation.

Event description:
It was reported to fresenius via a manufacturer incident report (mir) that a patient on continuous renal replacement therapy (crrt) on the multifiltratepro with the ultraflux av 1000s dialyzer experienced abnormal lab values following a suspected clogging of the ultraflux av 1000s dialyzer. The patient's estimated blood loss volume due to the suspected clogging was unknown. Further review of the mir revealed that the local fresenius medical care organization received a report this patient was suffering from septic shock and fournier gangrene developed multi-organ dysfunction with acute kidney injury (aki) that required crrt utilizing the multifilteratepro with the ultraflux av 1000s. Crrt was successful for two days; however, a clogging event was suspected within the multifiltratepro system on 18/dec/2021, resulting in abnormal lab values. Hypernatremia was present at the initiation of crrt with serum sodium levels at 146 meq/l and stabilized to 147-149 meg/l once clogging was suspected. It was stated the patient experienced acidosis based on a bicarbonate (hco3-) of 17.9 mmol/l at the initiation of therapy yet the blood ph and carbon dioxide content in arterial blood were not reported. The patient¿s hco3- was quickly corrected with crrt but stabilized between 29-30 mmol/l once clogging was suspected. Serum ionized calcium was within acceptable limits with a tendency to hypocalcemia through the treatment. Upon treatment initiation and around the time the hemofilter was exchanged, values of 130-133 mmol/l were measured. No sample is expected to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for evaluation. A review of the device history record (DHR) was performed. Since the lot number for the device was unknown, all possible batches were reviewed. During the review, there was no indication for any relationship with the reported failure mode. All released products were found to be conforming to specifications. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The manufacturer could not perform any further analysis because the complaint device was not available, and no supporting photos were provided.